Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed approximately 515 mm from the terminal pin; only the proximal segment was returned. Visual inspection noted setscrew marks in the proper location on the terminal pin. There were two abrasions on the outer insulation of the lead that had exposed the conductor coil. The type of damage was indicative of lead-on-lead contact coupled with movement. Resistance testing was completed to assess lead electrical performance, and the measurements were within normal limits. Laboratory analysis concluded that the damage to the lead abrasion most likely contributed to the clinical observations.

Event description:
.

Manufacturer narrative:
The rv lead is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead experienced weakness and a loss of consciousness. Interrogation of the pacemaker revealed that the longevity remaining in the battery was much lower than expected. It was also noted that the pacing threshold value for the rv lead had increased significantly since implant. As a result, both the pacemaker and rv lead were explanted. No additional adverse patient effects were reported.